Event description:
Event description cpi received information that during a routine replacement procedure of an implantable cardioverter defibrillator (ICD) this endotak transvenous defibrillation lead was repaired. The physician noticed insulation abrasion above the yoke, it was repaired with medical adhesive. The patient had no history of inappropriate therapy.